Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu ((B)(4)). After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection. The reload was connected to the manual handle and checked the jaws for opening and closing with no problem. The surgeon clamped the tissue and tried to fire the device, however, felt something strange. The surgeon could not fully close the jaws. The reload was partially fired but a strange sound was heard and the device stopped at once. The tissue might have been thick. Replaced by a new handle and a new reload and the firing was completed with no problem. The current status of the patient is no problem.